Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii ".

Event description:
Healthcare professional reported "capsular contracture baker grade iii ". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1 b5 h6. Additional reason for reoperation: "possible rupture".

Event description:
Healthcare professional later reported "possible rupture" and "patient reports illness symptoms like vomiting and fatigue she thinks is coming from implants" not device related.